Manufacturer narrative:
B3 - date of event is unknown. The suspected device was returned for evaluation. There was no 12-month service history during the review. Visual inspection had been performed, and downstream occlusion seal was found to be cracked. Dso seal had been replaced.

Event description:
It was observed during inspection of a returned pump that downstream occlusion seal is cracked. This may lead to fluid ingress into the pump which will interrupt therapy during infusion if it recurs.